Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Additional observations: observed 40 mm dark patch edge material inside gel device. Crease fold observed on the device. Wear abrasion observed on the device. Cloudy and air voids observed in the gel. Yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported ¿bilateral pain¿, ¿doesn't like the way the implants look or feel¿, and ¿bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Healthcare professional reported right side double bubble. Device has been explanted.